Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a trial and permanent implant, but the bottom line was that the patient didn't think the healthcare provider (hcp) placed the ins in the right place for relief of her right thigh posterior pain. The patient said that manufacture representatives (reps) would spend at least a half-hour with the patient in the hcp office. The patient would spend at least 2 hours every week on her couch trying to charge her back with little or no effect. The patient has scoliosis which is increasing. The patient is now on pain management and goes to physical therapy twice a week. No further complications were reported.